Event description:
It was reported to boston scientific corporation that the overstitch suture cinch was used during an endoscopic gastroplasty procedure on (B)(6) 2024. During the procedure, the suturing cinch was deployed however the wire stayed in the patient. The wire was removed using a biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Correction: block h6: device code. Imdrf code a4013: captures the event of material separation. Block h11 additional MFR narrative. Imdrf code f23: captures the reportable event of unexpected medical intervention. Imdrf code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that the overstitch suture cinch was used during an endoscopic gastroplasty procedure on (B)(6) 2024. During the procedure, the suturing cinch was deployed however the wire stayed in the patient. The wire was removed using a biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that the overstitch suture cinch was used during an endoscopic gastroplasty procedure on (B)(6) 2024. During the procedure, the suturing cinch was deployed however the wire stayed in the patient. The wire was removed using a biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf code f23: captures the reportable event of unexpected medical intervention imdrf code f2301 captures the reportable event of additional device required. Device evaluation: note: device has been returned however not yet evaluated. Therefore, this device evaluation reflects current confirmed findings based on customer provided image. From the customer provided picture, it can be observed the control wire detached and separated from the catheter. For this reason, the as reported code of device material separation can be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Investigation conclusion based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event.

Manufacturer narrative:
Imdrf code f23: captures the reportable event of unexpected medical intervention imdrf code f2301 captures the reportable event of additional device required. The catheter and handle were returned however the suturing cinch and control wire were not returned. The customer provided a picture where it can be observed the control wire detached and separated from the catheter. Based on this information the reported event of device material separation can be confirmed. Most likely procedural factors such as lesion characteristics, handling of the device, the technique used by the physician (force applied), could have resulted in the damages encountered in the device. With all the available information, boston scientific concludes that the most probable cause assigned adverse event related to procedure. A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that the overstitch suture cinch was used during an endoscopic gastroplasty procedure on (B)(6) 2024. During the procedure, the suturing cinch was deployed however the wire stayed in the patient. The wire was removed using a biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.